Event description:
It was reported the screen went black in the middle of a check and reported "emergency". The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm that the display goes black, the programmer passed all functional and systems tests. However, after further analysis it was determined that this was due to hard drive corruption.